Manufacturer narrative:
The reported lot # [9249825] was not found for the reported catalog # [382523]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a hole was noticed in the bd insyte¿ autoguard¿ bc shielded IV catheter cannula during use, and was removed from the patient and replaced. The following information was provided by the initial reporter: "hole in vialon cannula. Hole noted in cannula upon insertion to patient. Removed and resited with new cannula."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs for evaluation. Bd received one used 22 g catheter/adapter assembly in an opened package from material number 382523, lot number 9249825. The catheter/adapter assembly was attached to a needleless connector. In addition, two photographs were also submitted which displayed similarities to that of the returned unit. Through the visual/microscopic evaluation of the returned unit, a slit/cut was observed approximately ¿ of an inch above the nose of the adapter. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a hole was noticed in the bd insyte¿ autoguard¿ bc shielded IV catheter cannula during use, and was removed from the patient and replaced. The following information was provided by the initial reporter: "hole in vialon cannula. Hole noted in cannula upon insertion to patient. Removed and resited with new cannula"